Event description:
Port implanted in 2006 for use in an administration of chemotherapy. In 2007 x-ray revealed leakage from the port and not recommended for continued use for chemo. On thirteen days later, the port was removed and it was observed to have a small pinhole leak where it passed underneath the collar bone. Leakage from port device. Dates of use: 2006 - 2007. Diagnosis or reason. Colon cancer. Chemotherapy.